Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during peritoneal dialysis therapy on the homechoice (hc) device, the patient had air "pumped" into them. The patient stated that they were connected to the set-up and in fill at the time of the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.